Manufacturer narrative:
An event regarding crack/fracture involving an unknown trial insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product ID and product evaluation are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Primary knee procedure. It was reported that after removal of the insert trial from the baseplate trial after trialling, the underside of the insert trial was cracked. Surgery was completed with absolutely no delay.